Event description:
The customer reported that the bottom part of the insulin pump came off during the priming process. Advised the customer that the insulin pump would need to be replaced. The customer was also given her out of warranty options. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with a cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.